Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit was not reading tidal volume. There was no patient or user harm reported. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 29-oct-2018. Date of manufacturer: 26-oct-2018. The reported complaint of the exhalation flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result in inaccurate flow readings. A fault was found on the returned exhalation flow sensor. The returned air flow sensor passed all tests, no fault was found.